Manufacturer narrative:
Section d5: operator of device corrected. Section g3: there was no patient involved in this event. The PMA# provided is associated. With the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of the heartmate system controller¿s user interface (ui) membrane being lifted was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller, serial number (B)(6), revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The downloaded system controller log files did not indicate any issues with the returned system controller. The reported event of a lifted ui membrane on the system controller was confirmed, a corrective action was initiated to investigate this issue. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate 3 controller ui membrane lifting advisory issued by abbott on 24jul2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 2 off the shelf system controllers were found to have lifted ui membranes. The system controllers would be returned to abbott for further analysis and two replacement system controllers were requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.